Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an insufficiently or incorrectly reprocessed colonovideoscope was used during a diagnostic procedure. On-site service was requested and troubleshooting was performed. The scope was placed in a red biohazard basin for reprocessing. The expired acecide was drained, and fresh acecide was loaded. A new disinfection cycle was completed, and the scope was then hung in the storage cabinet indicating it was now patient-ready and high-level disinfected. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; however, based on the in-service observed by the technician, the event was confirmed. Based on the results of the investigation, it is likely that the event occurred due to cognition of item handling and reprocessing steps were different between the user and recommendation by olympus. During the in-service, the observed technician ran a scope disinfection cycle in the oer-elite that had the disinfection warning lamp illuminated reflecting the acecide was on day 6 of use. Acecide is validated for use for 5 days from activation only therefore the acecide IFU was reviewed and requirements to test the mrc before running a cycle with the technician and nurses. Also reviewed the reuse life of acecide as 5 days from activation and informed technician the scope cannot be documented as a patient ready high level disinfected since the reuse life of the acecide expired and was on day 6. Advised technician they would have run a new disinfection cycle with the scope once new acecide is loaded. Reviewed the situation with the charge nurse who took immediate corrective action by loading new fresh acecide in the oer-elite. Copy of the field service report was provided to the charge nurse. The event can be prevented by following the instructions for use (IFU). The IFU also states: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.